Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported system error 345, which was not reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified, however as the device functioned as intended, no correction was required. The upstream sensor was replaced as part of routine maintenance. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.